Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted with lightheadedness and a hematocrit level of 19%. The patient was transfused with four units of packed red blood cells. An esophagogastroduodenoscopy/ push enteroscopy was performed and no bleeding areas were noted. Three arteriovenous malformations (non bleeding) were cauterized. No additional information was provided.

Manufacturer narrative:
A root cause for the reported event could not be determined through this evaluation as the product was not available for evaluation. The patient has been discharged and remains ongoing on pump support. No related complaints have been reported to the manufacturer at this time. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device - 5 months. No further information is available . The pump remains ongoing supporting the patient. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.